Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and customer was unable to resume insulin therapy. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 200-450 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.